Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported the device was attempted but not used. During the implant, the physician was unable to insert the lead into the device header, as it appeared to be "catching" on something in the header. A new device was successfully implanted with the existing lead. No patient complications were reported as a result of this event.